Event description:
After an implantation period of approximately 72 months, a loss of capture was reported. During the revision procedure, no lead fracture could be observed, but it was noted that the lead was completely wrapped up around the pacemaker. The lead was capped.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for the pacemaker and the leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data consisted of three follow-ups. The data was analyzed thoroughly confirming the clinical observation. The root cause for the observation was not determinable based on the information available for an analysis. For further insights the return of the explanted pacemaker and the ventricular lead would be essential. In summary, the pacemaker and the leads were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data confirmed the clinical observation, however, for further insights the return of the pacemaker and the ventricular lead would be essential.